Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6). Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscope inspection found that the connector had a distorted light exiting the connector face indicating an internal connector fracture, additionally, tip was degraded and there were severe burn marks on the connector. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. The observed condition of the distorted light exiting the connector can be result of an internal connector fracture. The fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. The fracture in the connector can result in an insufficient aiming beam or low laser energy output, up to complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks that was observed. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, this fiber could not crush stone after performing two cases. The procedure was completed with another of the same device. There was no patient complications. Analysis of the returned device identified a fractured connector.